Manufacturer narrative:
Tandem's t:slim x2g5 user guide describes how to fill the cartridge with insulin using a syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge using an insulin pen. The customer found that the needle on the insulin pen was bent. A needle tip change on the insulin pen was performed and the customer successfully filled a cartridge; the customer was unsure whether it was the same cartridge or a new cartridge that was able to be successfully filled. Blood glucose level was 231 mg/dl. Tandem technical support advised the customer against filing cartridges with insulin pens.